Manufacturer narrative:
Field service engineers (fse) evaluated the reagent/tip loaders on the two (2) aia-900 analyzers at the customers' sites. Fses were able to replicate the error messages described in the reported events. Both reagent/tip loaders were aligned by the fse in order to resolve the reported event. The two (2) aia-900 analyzers returned to operational status.

Event description:
This report summarizes 2 malfunction events on the aia-900 analyzer. The review of these events indicated that the aia-900 analyzers experienced reagent/tip loader error messages, which caused delayed reporting of critical patient test results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.